Manufacturer narrative:
D3. Manufacturer email: (B)(6). The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During inspection, the fse checked the protective mirror and optical fiber, and found it was in the suspected position in the center. The light path was also found to be normal and the far-field spot is in the center. The console was then tested at full power for 10 minutes and at 60w for 30 minutes. It was found that the device operated normally and the protective mirror did not have any issues. The fse was not able to duplicate the device issue reported by the customer. Based on the information available, and the analysis results, the complaint has been assigned a conclusion code of no problem detected.

Event description:
It was reported that during the procedure, the console made an abnormal sound and the debris shield was blackened. The procedure was then aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during the procedure, the console made an abnormal sound and the debris shield was blackened. The procedure was then aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com.